Manufacturer narrative:
Event date was not provided. If the requested information becomes available, a supplementary report will be submitted. Explant date is not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), during clinical procedure, there was an error in surgical protocols.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for device return date, for follow-up report submitter, for awareness date and g6 for report type and follow-up number. Updated for follow-up type, for device evaluation status and h6 method, result and conclusion codes. Updated section for date of explant.